Event description:
It was reported that approximately 68 months postoperatively, the patient complained of neck pain which radiated to both shoulders. Treatment included norco 10mg/325mg and naproxen 500mg. The investigator noted this adverse event was probably related to the implant as it was neck pain which was either related to the level of the device or an adjacent level. Approximately 78 months postoperatively, MRI results showed c3-c4 spondylosis with right greater than left foraminal narrowing without cord compression, mild foraminal narrowing at c4-c5 and c6-c7, and a c7-t1 disc osteophyte causing right sided foraminal narrowing without cord compression. Approximately 85 months postoperatively, the patient's neck was doing quite well and there was no significant pain present. The outcome of this event is considered resolved.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging studies were returned to the manufacturer for evaluation.